Manufacturer narrative:
No parts were returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  H6) multiple annex a codes were applied to capture this event. A0908 captures the inaccurate registration, a23 captures the registration difficulties, and a13 captures the image warnings indicating they were not ideal for navigation and were of very poor quality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that with the patient positioned nearly prone, there was difficulty with registration using the navigation system. Multiple registration attempts were made, with points appearing on the opposite side of the patient's head. The surgeon was only able to trace on the back of the patient's head and was unable to trace on any anatomical landmarks. The images used for navigation displayed warnings indicating they were not ideal for navigation and were of very poor quality. Navigation was aborted. No patient complications have been reported as a result of this event and surgical delay was less than one-hour.

Manufacturer narrative:
H2 - h6: a a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h6: the software analysis was completed. There were two session logs from the issue date. Some registrations were unsuccessful as their registration error metrics were greater than 5 mm. The logs show that two fiducials were detected. The archive contained 10 mr exams, among these, three mr exams have warnings stating "not optimal for stealth" due to invalid dicom slices which affects accuracy. The quality of the exam was also poor and it appeared that the patient had loose skin and no fiducials were present in the exam. However, the logs and archives didn't capture enough information to determine the root cause. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.